Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) was 50 mg/dl. Customer consumed carbohydrates to address bg level. Although requested contact declined to upload pump so tandem technical support could review the pump logs. Customer continued to use pump for insulin therapy.